Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The quality of the bone encountered was not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, incorrect surgical technique during the knotless mechanism conversion process, and/or excessive force applied during suture passing/tightening /tensioning.

Event description:
On 16th december 2025, it was reported by an arthrex employee via email that for an ar-3636-1, knotless 1.8 fibertak® soft anchor, gen2, with #2 suture, qty. 1, the fibertak suture did not run/reduce, the knotless mechanism was faulty. This was detected during use in a shoulder labral repair procedure on (B)(6) 2025. The procedure was completed successfully as the implant was cut out and a subsequent anchor was opened and used.